Event description:
I'm caregiver and that pt went into cardiac arrest and the pacemaker device did not work. When the pt's heart started to fail and she suffered. The pacemaker never worked, caused damage to brain and heart, kidneys. Due to emergency room, doctor delay, pt went into cardiac arrest, went on life support. Doctor took pt to surgery to repair two clots to unblock previous stent and the heart pump was inserted incorrectly. It failed, never showing reading. The pt suffered and died.